Event description:
Pt having rf ablation of tumor for pain control to left posterior hip. Dispersive pads placed bilaterally on posterior thighs, with pt lying prone. When the procedure was almost complete, staff noticed that the left dispersive pad was very warm and the procedure was stopped and the dispersive pad removed. A burn was apparent and plastic surgery consult was immediately obtained. The pt was diagnosed with 2nd and 3rd degree burns to his left posterior thigh in the shape of the dispersive pad. Follow-up appointments were made for the pt to return for evaluation by the doctors. User facility reported on generator 1500x, a021370, however, the pt received a pad burn so this report concerns the dispersive pad 700-102623, y040805-5.

Manufacturer narrative:
Currently, awaiting device record review from OEM distributor of pads.